Event description:
(B)(4). Heavy menstrual cycle, extreme pain in lower back and left side muscle spasms. Dizzy spells that I compare to motion sickness that has lasted 12 hours +. Bloating, hair loss and weight gain.